Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6), and no manufacturing anomalies were found.

Event description:
The customer reported that the blood glucose results obtained with the contour next one meter and laboratory testing within 10 minutes were different by 30 mg/dl to 45 mg/dl. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name) and d4 (catalog #, lot # and UDI #) have been updated. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.